Event description:
A consumer in a foreign country reported experiencing an allergic reaction, which drs reportedly told consumer it was possibly related to the preservative in complete comfort plus solution, and resulted in blurred vision, swelling of nasal mucosa, difficulty breathing, ocular burning, severe eye pain, eyelid edema, and worsened visual acuity during a vacation in another country. A dr referred consumer to an eye hosp where consumer stayed atleast overnight. After having difficulty opening eyes, consumer could only see light, no colors. Consumer was treated with eyedrops, ointment and eye bandages. The next day consumer was able to see colors with the right eye and 1 day later with the left eye, as well. Back in consumer's country, consumer sought medical advice at an eye dr who diagnosed a worsened visual acuity of 1.5 d in both eyes, and consumer apparently continued treatment with antibiotics and artificial tears. The eye swelling decreased. The hosp report from the other country noted that the pt presented with chemical injuries to both eyes. Slit lamp microscopy revealed corneal epithelial defects of c. 3.5mm (od) and c. 2.5mm (os) with no other significant findings. The pt rec'd patching with tobramycin ointment for two days. Two days later, both corneas were healed and pt was released from the clinic, receiving ou coll eyebrex x 4 and tears natural 6-8/per day. Corrective treatment: at the other country: patching with tobramycin ointment for two days, eyebrex, tears natural, tobrex. In consumer's country: first dexa sine ou, then isopto max ointment os and dexa sine od. Subsequent treatment, for 2 days with oculo tect drops. (From hosp, ambulant treatment at weekednd). Floxal eyedrops and ointment.